Event description:
It was reported that the patient developed an infection at the pod¿s insertion site on their leg, while wearing the device for an unspecified duration of use. Patient reported to have pain, irritation, hardness, rash, and an abbess on their groin near the crease of the infusion site. The patient was taken to the emergency room on (B)(6) 2026 and diagnosed with an abscess. The patient was treated intravenous antibiotics (vancomycin) and had an incision made to drain an abscess. Additionally, the patient mentioned the site is still hard as a rock and still oozing/rash despite receiving medical attention.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.